Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, while firing across stomach, one of the instruments cut but did not staple the tissue. The staples were visible on the top part of the stomach and were not fully formed. The physician hand sutured the opening and completed the case with another same like device. There was no pt consequence reported.